Manufacturer narrative:
On (B)(6) 2020, during refurbishment, the autopulse platform (sn (B)(4) ) displayed user advisory (ua) 02 (compression tracking error) during run-in test. The root cause of the ua 2 was due to a defective drive train due to wear and tear since the platform was manufactured in 25 august 2014 and is 6 years old, past its expected serviceable life of 5 years. Upon visual inspection, observed multiple cracks on the screw well of the bottom and front enclosure and, torn load plate cover; likely due to user mishandling. After replacing the bottom and front enclosure, load plate cover, load cell and drive train; the autopulse platform passed the load cell characterization test and the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
On (B)(6) 2020, during refurbishment, the autopulse platform (sn (B)(4) ) displayed user advisory (ua) 02 (compression tracking error) during run-in test. No patient involvement.